Event description:
No additional information.

Manufacturer narrative:
Added lot number from investigation investigation result - one 42290e sample from lot 22089273 was received in opened packaging for investigation; no residual fluid was detected in the device. The feedback provided by the customer suggests the device had separated at the drip chamber base before use. A visual inspection of the returned sample confirms the customer's experience, as a the device was returned with the tubing separated from the drip chamber spigot; some residual solvent was present at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by human error during the manual assembly of the affected tubing joint. A review of the production records for lot 22089273 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 42290e product over the past 12 months.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd gravity infusion set there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: this is from esc found. It was found in two parts in the packaging. Had a quick look could not see any more like this on the shelves. We have two lot numbers at the moment this batch expires 2025-08-11 one month earlier than the other batch. Product opened before using noticed that it was disconnected form the drip chamber. Set couldn't be used delay in medication administration due to faulty set.